Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to pull item. A field service engineer (fse) found that drawers were not online. The fse checked all connections and observed that the communication sled lights were blinking when they should be solid. Network interface card (nic) adapters were inspected, and it was found that the nic intended for the facility network was incorrectly configured as the pyxibus. The nics were swapped and configured appropriately. After correction, the drawers came online, were visible in diagnostics and the application, and nurses were able to access medications, resolving the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 system had an issue where the cabinet was offline, and the drawers were also reported as offline. The customer indicated that the cabinet was frozen, and pressing the power button on top of the cabinet did not produce any response. However, there were no delay and adverse events or injuries reported based on this event.